Event description:
It was reported that the patient implanted with this right ventricular (rv) lead experienced a syncopal episode. It was noted that this rv lead exhibited increased threshold measurements of 3 volts and outputs were programmed to trend at 2.5 volts. The syncopal episode was felt to potentially be related to the increase in threshold measurements. The health care professional (hcp) and technical services (ts) discussed potential programming options. The hcp reprogrammed rv outputs to 5 volts per the request of the physician. No additional adverse patient effects were reported. This lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).